Event description:
The user facility reported that the introducer sheath became damaged during an interventional procedure. Follow-up communication with the user facility obtained the following information: the sheath reportedly "ripped near the hub" during the procedure; a surgeon was called and performed a cut down to successfully retrieve the detached material; and the initial procedure outcome was reported to be "good."

Manufacturer narrative:
(B)(4) - additional surgical procedure was required to retrieve the detached material. The involved device was not returned for evaluation and the lot number is not known. Therefore, the failure investigation was limited to evaluation of user facility information and representative reserve samples. Inspection and testing of retained samples from random lots confirmed that there were no defects or anomalies and product performance specifications were met. Although the cause of the reported event cannot be definitively determined, there is no indication that the reported damage was related to a pre-existing device defect. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).